Event description:
The device was applied during a laparoscopic cholecystectomy procedure. A component disengaged into the pt's cavity. The component was retrieved without incident. Expiration date: 1/31/2001.

Manufacturer narrative:
We could not reliably determine the exact cause of the difficulty reported or the damage observed as a portion of the device was not returned for evaluation.